Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinician noted two codes on the remote home monitoring site and contacted boston scientific technical services (ts). It was noted that one of the codes indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) did not charge properly during a scheduled capacitor reform. The other code indicated that there was a long charge time. Emergent replacement was recommended by ts due therapy not likely available to patient. The patient was seen in the office where tones were observed. The physician reviewed the case with his colleague. Since it was confirmed this patient with ischemic cardiomyopathy received the device in primary prevention, has improved significantly since the moment of implant due to good medication policy, their ejection fraction has increased dramatically and clinical condition has improved, the physician opted to continue to monitor the patient and leave the s-ICD implanted at this time. The physician will review again when the device reaches elective replacement indicator (eri). The s-ICD remains in service and no adverse patient effects were reported.